Manufacturer narrative:
Patient information was not provided. The device serial number has not been provided. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 double head pump. The event occurred in (B)(6). A third-party service engineer suggested to the customer that the touchscreen display be changed out. Several days later, the customer reported that the issue recurred. The service engineer changed the pump power cable to another slot on the e/p pack and swapped the board between the pump display panels. However, the issue persisted. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the touch screen of an s5 double head pump became unresponsive during a procedure. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
Finally, to cure the fault the touch screen was replaced. Subsequent functional verification testing found no further issues and the device was returned to service. The original touch screen was not made available for further investigation. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.